Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support. Through troubleshooting, the cause of the problem was isolated to a non-olympus computer system and it was verified an image was produced as intended from the olympus, cv-190. It was recommended to the reporter that they contact the manufacturer of the computer system for support. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no video image was obtained from an olympus, model cv-190, evis exera iii video system center going to a non-olympus computer system. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 5 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.